Event description:
The customer stated that while using her coaguchek xs meter (serial number (B)(4)), she received the following test results. On (B)(6) 2016, she obtained a result of 4.0 inr and her warfarin dose was held for one night. On (B)(6) 2016, she obtained a result of 5.5 inr at 9:05 am and a 3.4 inr at 9:10 am. She used different fingers for each test. The results were reported to her doctor and she is waiting to hear back from her doctor in regards to any changes in her warfarin dose. The customer's therapeutic range is 2-3 inr. She stated she had been tested for the antiphospholipid antibody and got a positive result and then a negative result. She stated the doctors do not know if she has antiphospholipid antibodies. She reports she is anemic but no recent laboratory tests for this were shared. She was not on heparin or any direct thrombin inhibitors. The customer stated she is feeling better than she was at the beginning of the week. She also stated that she is coming out of her most recent pancreas flair up and starting to eat more. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. It was reported that she no longer has any strips left in the vial that the strips were taken from for the aforementioned tests. The relevant retention test strips (lot 206464-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined as the suspect product was not returned for investigation. The returned meter and reference meter were tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification.